Event description:
The customer reported that during the operation, the live fluoro images suddenly turned to dark. He reboot the system and it began to work normally. The same problem occurred three times. No patient injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare. The plan to check the system is currently under negotiations with the customer.